Event description:
The customer reported filters cracking and leading during lipid infusions. No specific patient event info provided. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.